Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella cemented 32 mm diameter, item # 42540000032, lot # 63104082; palacos r 1x40 single, item # 00111214001, lot # 8174426; tibia cemented 5 degree stemmed right size f, item # 42532007502, lot # 63078128; articular surface fixed bearing right 10 mm height, item # 42521000510, lot # 62846474; femur cemented cruciate retaining standard right size 9, item # 42502606602, lot # 62945429. Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2018-00677. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee arthroplasty and was subsequently revised due to loosening. The patella component was the only component revised. Patella with autograft.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Upon receipt of additional information it has been determined that the device was previously investigated on medwatch#: 0001822565-2018-04776. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee arthroplasty and was subsequently revised due to continued patellar pain with revision due to patella fracture.